Event description:
The user facility reported to have experienced a complete loss of image during a diagnostic colonoscopy. The procedure was reportedly completed with a different, but similar device. There was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image. However, there was evidence of fluid invasion and corrosion inside the endoscope and electrical connectors. The narrow band imaging (nbi) and endoscope identification (ID) data functions were not operative. The endoscope ID flexible printed circuit board was noted to have a burnt terminal, likely due to the fluid invasion. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user handling. The device has been serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.